Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Problem: delivery accuracy out of tolerance overinfusion/only history the device was not available. Only the history data was sent for investigation. Results: the device history files from the day of occurrence on 2024-05-29 were investigated. A terumo 20cc/ml us syringe was selected at 11:01 am. The syringe was filled with approx 3.5ml. Vtbi was set to 15ml. The infusion started with a rate of 1ml/h at 11:02 am. The therapy was ended after 3 hours and 26 minutes by syringe empty alarm at 2:28 pm. At this time, 3.46ml was infused. No abnormalities can be found in the device history files. Regarding the customer question: hospital wants to know what is the endpos invalid1 error triggered by. Answer: it is not exactly clear why the end position sensor error was entered in.

Event description:
According to the event description: reason of complaint: therapy started at 11am , expected to last for 16 hours but finished within 4 hours, prompted by pre-empty alarm. Patient experienced mild giddiness no patient complications were reported as a result of this event.